Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 26.8 mmol/l. Troubleshooting was performed, and the insulin pump was programmed correctly. The daily totals were also correct. The insulin pump passed the self-test, but failed the high pressure test. Nothing further was reported.